Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4) single reporter exemption #e2015028. The returned guide wire had its coil wire elongated from the proximal solder that was designed to sit at 150mm from the tip. The ball tip was remained attached on the distal end of the elongated coil wire. Under the elongated coil wire, the exposed core wire was found fractured at approximately 145mm from the proximal solder (i.e. At approximately 5mm from the ball tip). Microscopic observation revealed that the core wire was severely twisted and bent proximal to the fracture end. The fracture surface was flat. These findings indicated excess torsion had contributed to fracture. On the distal side, the exposed inner coil wire was observed under the elongated coil wire. The inner coils were disarranged due to accumulated torsion. Solder was found on the proximal end of the inner coil wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that one-directional torsion was continuously applied on the guide wire in attempts to cross the cto. When the accumulated torsion exceeded the product's design limit, it likely made the core wire to be wrenched off and the solder of the inner coil wire to be damaged. Detachment of the inner coil wire and elongation of the coil wire were likely caused by tensile stress generated with wire removal. It was concluded that this event was not attributed to product quality. Instructions for use states that: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire broke during a pci to treat a moderately tortuous, moderately calcified cto in the rca. The broken tip of the wire was removed by a snare. The patient was fine without problem after the procedure.